Manufacturer narrative:
The patient sample was provided for investigation. The investigation was able to confirm the customer's elevated tsh result. Upon further analysis, no interference to the ruthenium-labeled antibody or to the fab¿2 blocking agent was found. No macro-tsh was found in the sample. The investigation did not identify a product problem. The root cause of the event was found to be consistent with the methodological differences between assays.

Event description:
There was an allegation of questionable elecsys tsh ver.2 assay results for 1 patient sample on a cobas e 801 module compared to an abbott architect. The patient sample is suspected to contain macro tsh and was sent to another lab for additional testing. No questionable results were reported outside of the laboratory. The customer's analyzer serial number was requested but not provided. The investigational e801 analyzer serial number is (B)(4). The investigational tsh ver.2 reagent lot is 622589 and the expiration date is 30-jul-2023.

Manufacturer narrative:
The investigation is ongoing.